Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the grip, switch box, right/left knob, up/down knob, objective lens, light guide lens, mount case unit, and the video connector case all have a scratch, the air/water cylinder and suction cylinder both have no color, the connecting tube, universal cord and video cable have wrinkles, due to wear of angle wire; the bending angle in the up direction does not meet the standard value, the plastic distal end cover has a burn, the bending tube is deformed, the light guide connector has foreign objects, and the video connector has corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope connecting tube has foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Information added to the fields: h6. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.